Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a left parotid gland mass and partial superficial lobectomy and facial nerve dissection, when suturing the muscle tissue, the needle tip was found to be broken when the skin was sutured. There was no patient injury.